Manufacturer narrative:
Pump alarmed insulin flow blocked during the basic occlusion test and force sensor test at 2.0 lbs and failed the prime/seating test due to moisture damage force sensor. Pump was also received with moisture damage on the electronic and motor assembly. Pump passed the displacement test, rewind test, occlusion test, sleep current measurement test, active current measurement test and self test. (B)(4).

Event description:
Information received by medtronic indicated that they received insulin flow blocked alarm. Customer stated the insulin exited tubing with manual plunger push. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.